Manufacturer narrative:
The device was returned to olympus and the customer allegation of no image was confirmed. The camera head had no image due to faulty connector. A device history record review was completed, and no issues were identified. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor the field performance of the device.

Event description:
It was reported that the camera head had no image. The problem was found during a diagnostic gynecologic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.